Event description:
Complaint received as follows: "505012 lot cno customer received eight units and states he is unable to use as he experienced bleeding." Additional info provided by (B)(6) on (B)(6) 2013, wife reporting husband began using the straight catheter and upon insertion after the first 3 inches began to feel discomfort and irritation as he proceeded the catheter through the urethra. He would experience the same discomfort upon removal. He tried using surgigel but with no relief. A few times he did observe a few drops of blood upon removal. He has discontinued the product and returned to his previous product.

Manufacturer narrative:
The adverse event "bleeding per urethra after catheterization" is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. The samples are not available for investigation and therefore the investigation was conducted based on the history records and valid documentation. We have decided to check all tiemann gentle catheters lots which have been produced so far. Associated lot numbers for reference code 501011 are: 452906, 452907, 452908, 459681; for reference code 501012 are: 452909, 452910, 452911, 459690; for reference code 501013 are: 452912, 452913, 452914, 459682; for reference code 501014 are: 452921, 452922, 452923, 459683; for reference code 501015 are: 452915, 452916, 452917, 459691; for reference code 501016 are: 452918, 452919, 452920, 453129. The investigation of history batch records was performed and no nonconformity was recorded during the mfg process. All relevant tests required during mfg process and final product releases were performed and met requirements. Reported to the FDA on (B)(4) 2013.